Manufacturer narrative:
Olympus detected this issue during device servicing and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the discovered damages was traced to component failure. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of the bronchovideoscope, charged couple device had image noise, c-cover had a chip forceps port and suction cylinder were found corroded. There was no patient involvement.